Event description:
A pt reported experiencing inaccurate low results with a ot ii meter. The pt's blood glucose results were 203 lab vs. 115mg/dl. Tests were done within 10 mins with a difference of 37%. Pt did not experience any adverse events. No further info has been reported.